Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4)) will not power on the autopulse platform. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.